Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had beep anomaly and pump error alarm. The customer¿s blood glucose level was unknown. Troubleshooting was performed for beep anomaly and noticed the insulin pump did not beep during the tone test. Troubleshooting was continuing for pump error and noticed that the self test did not pass. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device power up properly after battery installation. Unit received with operating currents within spec. Device passed selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Device properly connected and calibrated to the glucose sensor simulator. No calibration anomalies noted. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. No failed battery test noted during testing or in the insulin pump trace download. Device received with the audio alert functioning properly. No audio alert anomaly noted. Hardware low level failures alarm (variable 3) confirmed in the insulin pump history due to broken traces on keypad assembly. Device received with faded serial number label.